Event description:
Pt is female undergoing treatment of lymphoma. Pt had port-a-cath placed in 2005 for venous access. Attempts to access the port for routine flushing, blood collection and contrast administration resulted in the port pocket swelling. The nature of the defect was unk at this time. Pt taken to or for revision/replacement in 2007. At time of removal, the port chamber backing was partially dislodged causing leakage from the chamber. There was no obvious break and the catheter was intact. The port-a-cath was subsequently replaced. Procedure was completed satisfactorily.